Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) . It was reported that post percutaneous coronary intervention, slow flow occurred. In (B)(6) 2010, the patient have silent ischemia and was referred for cardiac catheterization. The target lesion was located in the distal of the left circumflex artery with 99% stenosis, a length of 20 mm and reference vessel diameter of 3.00 mm. The lesion was pre-dilated using an unspecified balloon catheter and placement of a 3.00 x 20 mm study stent. Following post-dilatation, residual stenosis was 0%. The procedure was done to treat the target lesion at distal of the left circumflex artery with 99% pre procedure stenosis and the timi flow was 3. The lesion was pre-dilated using an unspecified balloon catheter and placement of 3.00 x 20 mm study stent and after post dilatation the residual stenosis was 0% and timi flow was 2.